Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Event description:
N/a

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after an hour of therapy, the intra-aortic balloon (iab) fell out and could not be secured at the proper position. Fluoroscopy showed that there was a bend at the base of the iab and the tip marker was lowered by about 10 cm. It was noted that the cs300 intra-aortic balloon pump (iabp) generated a check iab catheter alarm multiple times. The customer attempted to reinsert the guidewire but could not get it to pass and the iab could not be adjusted. When the iab was removed, a kink mark was found near the base of the iab. It was noted that there was an abnormality in the iab internal pressure waveform. Although iab therapy was discontinued, the patient's blood pressure was stable due to percutaneous coronary intervention (pci). There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated field(s): remove medical device - problem code 4003 the device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a